Manufacturer narrative:
Final analysis found a partial lead connector portion was returned. The analysis found normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during change out of pulse generator, the right atrial lead could not be removed from the device. The lead was cut-capped and replaced successfully on (B)(6) 2016. The patient was stable during and post procedure.